Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device leaking oil was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device could not engage the attachment ¿ coupling. It was further determined that the device failed pretest for check cannulation of quick coupling and check handpiece coupling. The assignable root cause was determined to be due to component failure from normal wear.

Event description:
This is report 3 of 3 for (B)(4). It was reported that one of the three devices¿the compact air drive device, reduction drive unit, or quick coupling device¿was operational. However, during its operation, black oil leaked out, and the other two devices were inoperative. The reporter could not determine which device was causing the oil leak. It was not indicated whether the devices were used in together. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.